Event description:
Consumer reported complaint for hi and high blood glucose test results. The customer is concerned with test results from results obtained of hi, 589 and 554 mg/dl. The customer does not know her expected blood glucose test result range. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification (kitchen). The test strip lot manufacturer¿s expiration date is 12/31/2024 and open vial date was not disclosed. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history: result 1: hi. Date:(B)(6) 2023. Time: 9:14am non-fasting. Result 2: hi. Date: (B)(6) 2023. Time: 7:33am fasting. Result 3: hi. Date: (B)(6) 2023. Time: 6:08 fasting. Result 4: 589 mg/dl. Date: (B)(6) 2023. Time: 7:22pm fasting. Result 5: 554 mg/dl. Date: (B)(6) 2023. Time: 7:06pm fasting.

Manufacturer narrative:
Internal report reference number: 141940-1. Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Most likely underlying root cause: mlc-020: user's test strip had poor storage. Note: manufacturer contacted customer in a follow-up call on 18-aug-2023 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.